Event description:
Reportedly, the surgeon used the suture to close the surgical wound. The facility reports approximately 24 hours post operative the wound dehicsed. There was no specific info as to the suture condition when the wound was inspected. The account did not provide any additional info about mitigation of the condition or the current pt status. Us surgical has been in contact with the facility about getting more info, however, no additional info has been made available to us surgical.